Event description:
It was reported that the pt underwent a 3 level spinal procedure with vertebral spacers implanted. One of the implanted devices migrated to the spinal canal approx 6 days post op. The revision surgery was performed to re-insert the device. No other pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.